Event description:
Surgeon made three different incisions into the left eye sclera during a cataract extraction with iol implant. Surgeon claimed the blade went too deep and might be defective. Knife was sent to MFR for calibration and testing. Results were negative for any miscalibration or other defects. Pt had prolonged pain.